Event description:
Two devices (part #cev605g and cev134) were returned to mxi service and repair.

Manufacturer narrative:
Device 1 of 2 part #cev605g was evaluated and indicated that the blades were blunt. The black plastic skirting was slightly damaged. The blades were blunt following use of the instrument. Re-sharpening was required. Device 2 of 2 cev134, manufacturing date 06/2012, was evaluated and no problems observed. Instrument was compliant with manufacturing specifications. (B)(6). Note: this MDR is being filed as a result of an internal review of complaint from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's ref #: na. (B)(4).